Event description:
Medrad stellant sterile disposible syringe kit- for CT contrast injection: CT technician spiked a 50 ml 0.9 sodium chloride injection usp bag (manufactured by b. Braun) and noticed the rubber membrane would tear when spiked. The torn rubber stuck to the spike and became dislodged floating in the bag. This then becomes potential for a small piece to be drawn up and subsequently injected into patient. This does not occur with the contrast bottle stopper as it is of a different compound rubber and actually has a slit in it which opens when spiked. Per b. Braun's investigation, b braun clinical technical support: the med add port stopper is made of chlorobutyl rubber and latex free. Nothing larger than an 18 gauge needle should be used to access the port to add or pull fluid out. Per medrad's investigation, this kit/model's spikes (2) is designed to use with glass vials (contrast)and not to spike IV bags add port directly. It is unclear to the user and has been reported to them before. There is a newer model- medrad syringe kits available with a small spike (for contrast) and a large spike (for saline) with catalog number: sds-ctp-scs.